Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This sicd remains in service. No adverse patient effects were reported. Additional information was received this subcutaneous implantable cardioverter defibrillator (sicd) was explanted along with the electrode. This sicd system was successfully replaced. No additional adverse patient effects were reported. Further information received; the physician noted a potential fracture on the header of this subcutaneous implantable cardioverter defibrillator (s-ICD). This sicd system was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This sicd remains in service. No adverse patient effects were reported. Additional information was received this subcutaneous implantable cardioverter defibrillator (sicd) was explanted along with the electrode. This sicd system was successfully replaced. No additional adverse patient effects were reported. Further information received; the physician noted a potential fracture on the header of this subcutaneous implantable cardioverter defibrillator (s-ICD). This sicd system was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This sicd remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the stored episode, noting the noise appears to be likely myopotential and also discussed r wave is difficult to discern due to size. Ts recommended in clinic testing and possible reprogramming options. Ts noted older noisy events however this was the first treated event. After in clinic testing, the physician decided the patient will be getting a new electrode in the near future. There is no evidence that suggests this procedure has occurred or is scheduled. This sicd remains in service. No adverse patient effects were reported. Additional information was received this subcutaneous implantable cardioverter defibrillator (sicd) was explanted along with the electrode. This sicd system was successfully replaced. No additional adverse patient effects were reported.